Event description:
It was reported that the user experienced elevated blood glucose of 253 mg/dl attributed to overnight infusion occlusions that halted insulin delivery, acknowledged device alerts without troubleshooting, and later received an alert for consecutive stalled motor; an agent guided the user through a successful dry run and a full supply change, after which insulin delivery resumed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included guided troubleshooting and education with a dry run and supply replacement. Investigation of this case revealed insulin occlusion and a consecutive stalled motor condition, resolved by performing the correct supply change process and resuming insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user not performing troubleshooting when alerts occurred, combined with an infusion occlusion that interrupted insulin delivery.

Manufacturer narrative:
Initial.